Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that an (B)(6) year old female patient had a skin irritation. The patient's skin on her back was red and itchy and was purple and bruised on the front of her body. The patient's nurse applied a lotion to treat the irritation. Follow-up indicated that the patient's rash was subsiding.